Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose (bg) level was 300 mg/dl; however, the customer stated bg level was impacted because the customer had just eaten chocolate and was unrelated to the pump or supplies. The customer addressed impacted bg level by delivering a bolus. The customer confirmed that an alternate method of insulin delivery was available.